Manufacturer narrative:
The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4) incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported by the sales rep that the tip of the customer's rigidfix femoral btb stepped trocar drill broke during an acl procedure. The sales rep stated that nothing fell into the patient. The case was completed with another like device. There were no patient consequences or delays. The device was discarded by the customer.